Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 279 mg/dl. Customer delivered a correction bolus for treatment of elevated bg level. Customer declined all troubleshooting from tandem technical support.